Manufacturer narrative:
Patient weight and age were unavailable from the site. Correction: surgery was not aborted. No serious injury.

Event description:
The use of navigation was aborted. Surgical delay was less than one hour,

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. Correction: reported issue escalated to an adverse event as the surgery was aborted. The investigation of the in/out hub was completed by medtronic personnel. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through reproducibility. Analysis found the software functioned as designed.

Manufacturer narrative:
The in/out hub for the navigation system was returned to the manufacturer for evaluation. It was noted that the hub received no power. The power cable, electromagnetic interface box, emitter, electromagnetic communication cable and usb to usb cable were returned to the manufacturer for analysis. The components were found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
Onsite functional and visual examination was performed. The I/o hub was replaced and the issue was resolved. The system passed a system checkout. The power supply was returned to the manufacturer for evaluation. The power supply was tested and the outputs measured with expected voltages. No fault found with the power supply.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess) procedure. The event occurred intraoperatively while setting up the equipment. It was reported that the emitter had a red ¿x¿ and when the emitter details were opened it stated ¿axiem box not communicating¿. The surgery was aborted. There was no surgical delay and there was no impact on patient outcome.